Manufacturer narrative:
No components were received by the manufacturer. A manufacturer representative went to the site to test the equipment. It was reported that the ip address was modified, and was confirmed that this resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the imaging system and navigation system were not communicating. The site restarted the navigation system but it still did not work. The site was unable to ping the navigation system. Further troubleshooting indicated the network configuration was not compatible and required changing. The site aborted navigation and proceeded with the c-arm. There was a 20 minute delay to the procedure. There was no reported impact on patient outcome.